Event description:
It was reported that prior to starting a da vinci s procedure, the illuminator lamp module blinked several times and then went out. The site attempted to use another illuminator, however, the issue persisted. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm, injury or complications were reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision issue experienced by the customer was associated with the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. As of march 3, 2010, there have been no reported recurrences of the issue at this hospital.